Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing with inhibition of pacing resulting in syncope. A technical review confirmed what appears to be oversensing from diaphragmatic stimulation. A technical service consultant recommended reprogramming the automatic gain control (agc).